Manufacturer narrative:
Inspection performed on the 29th of july 2016 by the r&d project manager: visual inspection of the explanted femoral component: many scratches can be seen on the articular surface of the femoral component, especially on the lateral compartment. These scratches were most likely caused by the presence of the screw dislocated from the tibia component. Visual inspection of the explanted tibia insert: many scratches and some small craters can be seen on the articular surface of the lateral condyle of the tibia insert. These scratches were most likely caused by the presence of the screw that, dislocated from the tibia component, found interposed between the articulart surface of the tibia insert and the femoral component. Visual inspection of the explanted screw: from visual inspection of the explanted screw it could be seen that the threaded part screw was damaged. The thread looks pressed and plastically deformed. The deformation was most likely due to the body-weight load on the screw when, unscrewed and dislocated from the tibial insert, it was found interposed between the insert and the femoral component. No possible root causes for the event can be detected from visual inspection. The most-likely cause for self-unscrewing of the screw after few months from implantation, was insufficient tightening torque.

Manufacturer narrative:
Additional information received on 21apr2016 from the initial reporter and includes: the revision surgery has not been scheduled yet. On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: self-unscrewing of the additional insert locking screw after two years since primary tka. An arthroscopic analysis should be performed to evaluate if the articulating surfaces have been damaged by the loose screw. If not, the device will be able to work properly indefinitely, because the screw is only an additional safety that, as recently demonstrated, can be spared. If the articulating surfaces are damaged the femoral component and the tibial insert should be replaced. The cause for self-unscrewing of the locking screw cannot be determined. It's a very unusual event. Batch review performed on 12 may 2016. (B)(4). On 12 may 2016 we were informed that the revision was still not scheduled.

Event description:
Patient presented with painful locked knee to clinic. Surgeon ordered x-ray and observed that the screw for the poly insert had come loosen. Revision surgery to be carried out.

Manufacturer narrative:
On 17 may 2016 it was communicated that: the revision surgery has been scheduled for the (B)(6). The surgeon will be performing the revision surgery and is hoping to retrieve the screw and change the insert. If there is damage on the femoral prosthesis he will revise the femoral component also. Additional information received from the initial reporter on 25may2016 and includes: the revision surgery was done on (B)(6) 2016 and it was completed successfully. The patient had firstly an arthroscopy, then his knee was opened, removing the femoral prosthesis, screw and insert due to damage. The screw was retrieved from the posterior capsule after approximately 2 hours of operation. A new size 5 right femoral prosthesis was implanted along with a new size 5 right 10mm insert. Preliminary investigation based on the x-rays and the pictures enclosed, made by the (B)(4) project manager on 16 june 2016: additional locking screw found self-unscrewed after two years since primary tka and found lost at the level of the posterior condyle of the femur. Lateral articular surface of the explanted insert presents several scratches and dents that could be caused by the screw or most likely during the explantation of the insert. No considerations about the articular surface of the femoral component can be done from the picture enclosed. The cause for self-unscrewing of the locking screw cannot be determined. It's a very unusual event. Further considerations might follow after receiving the explanted components. Not yet received.